Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump had a protruded drive support disk. Blood glucose reading was 75 mg/dl. The customer had pushed the disk back in. The insulin pump had alarmed for compromised force sensor system. Advised that the insulin pump did not detect the reservoir during the seating process. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded and or loose drive support disk. The device had minor scratched lcd window, cracked reservoir tube lip, and scratched reservoir tube window.